Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary: (B)(4) the full lead was returned and analyzed and primary results revealed that the helix disengaged from helical channel. Blood/body fluid was present on the distal conductor (not obstructed). Blood was also present in/on the helix/lobe mechanism and sleeve head.

Event description:
Asku

Event description:
It was reported after the right ventricular lead was initially implanted it needed to be repositioned; however, the physician was unable to extend the helix for a second time. The lead was removed and replaced with another lead of the same model. No patient complications have been reported as a result of this event.